Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as 280 mg/dl. Reportedly, the customer declined troubleshooting with tandem's technical support. The bg level was addressed with a bolus via the pump and a manual injection. At the time of report, the customer's bg level was 205 mg/dl.